Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported by the customer: "it's very difficult to tighten the screw to maintain it on the device. A wear of the internal thread carry on a wrong tightening on the device. The sliding of the infusion holder caused a rupture of the patient's bag." No patient consequences reported.

Manufacturer narrative:
The suspected infusion holder includes three hooks and a clamp to mount the device to a 38mm pole. The infusion holder was provided for hardware analysis at the manufacturer. In the course of investigation it could be confirmed that the thread for the hand wheel screw was significantly damaged. The detected damage indicates that the user applied high forces while fastening the clamp. The clamp is also equipped with a rubber buffer positioned self-adhesive in a sinkhole inside one side of clamp to optimize the holding pressure. This rubber buffer was not present during the investigation and was likely ripped out during handling or cleaning by the user previous to the event. The missing rubber is detectable during cleaning/reprocessing of the device. In conclusion, the reported problem can be attributed to rough handling by the user. No similar incidents, related to the same root cause, were reported within the last 3 years.

Event description:
Please see initial report.